Manufacturer narrative:
Batch review performed on 21 december 2020. Lot 111247: (B)(4) items manufactured and released on 31-may-2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 9 years and 4 months after primary surgery, reporting pain, which was caused by a potted stem. The surgeon revised the stem, head and liner and the surgery was completed successfully.